Event description:
It was reported that a patient underwent a carotid endarterectomy procedure on (B)(6) 2026 and absorbable hemostat was used. During a carotid endarterectomy procedure, the patient was brought back to open it back. The patient underwent a scan that revealed inflammation and a seroma. The surgeon stated that the laryngeal nerve appeared irritated upon inspection, but the surgical site was clean and dry. A drain was placed, and after 24 hours, the patient was stable and doing well. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. What was the onset date of the inflammation and seroma? 11. Has any surgical or medical intervention been performed? 12. What is physician¿s opinion as to the cause of this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative inflammation and seroma? 14. What is the patient¿s current status? 15. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a 2. Patient age at the time of event, a 2. Age unit, a 3a. Sex, a 4. Weight of the patient , a 4. Weight unit, b 7. Medical history/preexisting condition. Corrected information: b 3. Date of event. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 66 male, weight 197 lbs, 2. What were the diagnosis and indication for the index surgical procedure? Diagnosis- asymptomatic right carotid stenosis. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No allergies, hypertension, cad, lung cancer gerd, meds- asa, atorvastatin, metoprolol, entresto, cialis. 4. Was there any intraoperative concurrent use of other products? No. 5. What is the lot number? Na. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Surgicel- both active and oozing. 7. Where was the surgicel used (on what tissue)? Carotid and surrounding. 8. How much surgicel was used during the procedure? 5mg. 9. Was the surgicel product left in place? Was the excess irrigated and removed? Irrigated and removed. 10. What was the onset date of the inflammation and seroma? 3 days post op. 11. Has any surgical or medical intervention been performed? Yes, evacautation drainage. 12. What is physician¿s opinion as to the cause of this event? Inflammatory reaction. 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative inflammation and seroma? No. 14. What is the patient¿s current status? Doing well. 15. What is the users experience w/ surgicel powder and other hemostatic agents? Normally good. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will